Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon evaluation, the belt failed incoming functionality testing. Upon investigation, the trunk cable was pulled and the white (lead_1_neg) wire was pulled from the distribution node (dn) pca. The pulled white wire lifted the t9 pad from the dn pca. The cause of the damaged wire and pca was the pulled trunk cable. The cause of the test failure was the pulled trunk cable and damaged wires. The root cause of the pulled trunk cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.